Event description:
Unit not tracking PICC properly, it shows PICC is going towards neck but they're getting a p-wave. They do an x-ray check to verify and it does show the PICC is in the right location.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.